Event description:
--

Event description:
Boston scientific crm received information that this atrial dislodged one day post-implant. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted setscrew marks on both terminals. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming both the conductor and insulation were uncompromised. Analysis was unable to confirm the allegation of dislodgement.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.